Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Conclusion: failure event observed during analysis. Final analysis found that a partial lead was returned in two pieces. An insulation abrasion was noted at 13.4 cm to 14.0 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.